Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to air/water tube has remains of white foreign material, additional evaluation findings are as follows: scope connector cover unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, due to corrosion on plug unit b30(scope communication err) occurred, due to wear of angle wire the play of up/down knob was out of the standard value, plastic distal end cover had a scratch, adhesive around objective lens had discoloration, adhesive around light guide lens had discoloration, adhesive on bending section cover had a crack, connecting tube had a scratch, and universal cord had corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had an image issue. During the evaluation the following reportable malfunction was found: air/water tube has remains of white foreign material. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was or the cause of the material remaining in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing steps were performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.